Event description:
It was reported that a power source alert occurred, and the pump battery could not be charged. There was no adverse effect to customer's blood glucose levels. The customer reverted to an alternate method of insulin therapy.